Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: rvad housing cracked and separated into two pieces.

Manufacturer narrative:
The attached user facility report was received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: a user facility report was received via cdrh that states: "patient presented to or with malfunction of the pumping chamber of a right paracorporeal ventricular assist device. The device had to be manually squeezed. The plastic housing was noted to be fractured. The pump was exchanged. The patient tolerated the procedure well and there was no known patient injury."

Manufacturer narrative:
Serial number (B)(4) is listed in the user facility report, however, serial number (B)(4) is correct. The attached user facility report was received. Device evaluation: although cracks in the pump housing were confirmed, a specific root cause could not be conclusively determined during the evaluation. The pump was returned disassembled with the pump cap and cap ring detached from the main pump housing. Over (B)(6) of the threaded portion of the housing was missing, leaving jagged edges, and the remaining portion showed additional cracking. Several additional cracks were observed on the main housing body and along the inflow and outflow ports. No cracking was observed on the pump cap. The pump was sterilized and sent to an outside laboratory for further analysis. The analysis concluded that the cracks transverse to the housing threads initiated at and propagated from the exterior surfaces. Environmental stress cracking (esc) was indicated. Cracking appeared more severe near the pump valves and abundant residues of fibers and adhesive were observed on the outlet port side. Light-colored deposits on the cap ring and the pump housing consisted of cotton fibers, acrylate-type adhesive and one, or more, antibacterial compounds, including an iodine complex, cationic and nonionic surfactants, and protein residues. Although the root cause of the reported event could not be conclusively determined, due to the cracks propagating from the exterior surface of the housing, the cracking does not appear to be related to the suspected change in barometric pressure. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A user facility report was received that states: "patient presented to or with malfunction of the pumping chamber of a right paracorporeal ventricular assist device. The device had to be manually squeezed. The plastic housing was noted to be fractured. The pump was exchanged. The patient tolerated the procedure well and there was no known patient injury." "What was the original intended procedure? Replacement of biventricular bypass device blood pump. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do."

Event description:
The patient was implanted with a paracorporeal ventricular assist device. It was reported that the patient's pump housing cracked open exposing the blood sac. The patient was at home and contacted the vad coordinator with low right pressure alarms and it couldn't be fixed over the phone. When the patient arrived at the center it was reported that the pump had "fallen to pieces" on the car ride to the hospital. There was no use of acetone by the patient. The vad coordinator stated that "the area had a 40 degree temperature swing and this may be due to the sudden change in barometric pressure." The pump was exchanged. The vad coordinator explained that the patient had to "squeeze the bladder for a couple of hours" to pump the blood through. The patient is doing well.

Manufacturer narrative:
Approximate age of device: 54 days. Device evaluated by manufacturer: the manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.